Event description:
The hospital reported that a pt receiving blood products through level one when it was noted that the blood was coming out and through the top clamp for heating, this allowed non-sterile fluid to be mixed with the blood and could potentially cause a problem for the pt. It was detected by the doctor as the pt was in crisis and md called to the bedside. During fluid resuscitation the doctor noted blood coming from the top of the upper rod. The doctor is watching closely for blood hemolysis and will check for any new pt infection should one occur.

Manufacturer narrative:
Evaluation: the sample has been sent from smiths medical but has not been received in the us to forward to the manufacturing site. Upon receipt of the sample, and a completed investigation, the final report will be submitted. We can report that we have received no other reports on this device lot number, with a lot size of 1000 units.